Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic assisted distal gastrectomy, the subject device was used. About an hour later from the beginning of use, the user confirmed that the ptfe pad of the device was partially lifted from the jaw. The procedure was completed with another thunderbeat. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the separation of the pad occurred since the user continued activating output without grasping anything (including after the tissue cut). Based upon the finding of the evaluation, this report appears to be related to user handling.